Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation and prior to use it was noted that no stent implant was on the 4.0 x 18 mm xience prox stent delivery system (sds). The device was not used. There was no patient involvement. A different xience prox was used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. The patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.